Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 627310, 12367144) for female sterilisation. The patient had a medical history of adenomyosis, myopia, urinary tract infection, parity 3 and multi gravida. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5184 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n on (B)(6) 2008- essure procedure for left side. On (B)(6) 2009-essure procedure for right side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: reason for order: patient underwent essure tubal sterilization on (B)(6) 2008 (as per mr). Need hsg for confirmation test. Findings: the cannulization of the cervix and the contrast injection was performed. A sterilization device is present in the region of the left fallopian tube. The right fallopian tube is patent. Contrast spills into the right peritoneum. Contrast does not opacify the left fallopian tube. No discrete uterine abnormalities were seen. Impression: 1. Patent right fallopian tube. 2. Occluded left fallopian tube, post sterilization.; on (B)(6) 2009: reason for order: patient underwent second essure procedure in (B)(6) 2009. Need hsg for confirmation of sterilization. Impression: successful occlusion of fallopian tubes with essure device. Otherwise normal examination. [Pathology test] on (B)(6) 2023: surgical pathology report specimens a uterus, uterus, cervix, bilateral fallopian tubes final diagnosis uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium: secretory phase. Negative for hyperplasia, atypia, and malignancy. Myometrium: no diagnostic abnormality. Cervix: negative for dysplasia and malignancy. Fallopian tubes: negative for atypia and malignancy. Gross description: no discrete white whorled nodules are identified within the myometrium. Lot number: 12367144 manufacture date: 2008-08 expiration date: 2011-09. Lot number: 627310 manufacture date: 2008-01 expiration date:2011-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 627310, 12367144) for female sterilisation. The patient had a medical history of adenomyosis, myopia, urinary tract infection, parity 3 and multi gravida. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5184 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n on (B)(6) 2008- essure procedure for left side. On (B)(6) 2009-essure procedure for right side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: reason for order: patient underwent essure tubal sterilization on (B)(6) 2008 (as per mr). Need hsg for confirmation test. Findings: the cannulization of the cervix and the contrast injection was performed. A sterilization device is present in the region of the left fallopian tube. The right fallopian tube is patent. Contrast spills into the right peritoneum. Contrast does not opacify the left fallopian tube. No discrete uterine abnormalities were seen. Impression: 1. Patent right fallopian tube. 2. Occluded left fallopian tube, post sterilization.; on (B)(6) 2009: reason for order: patient underwent second essure procedure in (B)(6) 2009. Need hsg for confirmation of sterilization. Impression: successful occlusion of fallopian tubes with essure device. Otherwise normal examination. [Pathology test] on (B)(6) 2023: surgical pathology report specimens a uterus, uterus, cervix, bilateral fallopian tubes final diagnosis uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium: secretory phase. Negative for hyperplasia, atypia, and malignancy. Myometrium: no diagnostic abnormality. Cervix: negative for dysplasia and malignancy. Fallopian tubes: negative for atypia and malignancy. Gross description: no discrete white whorled nodules are identified within the myometrium. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Medical history & lab data added including pathology test .lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5170 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5170 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.